Event description:
It was reported that oversensing on the atrial lead had resulted in an inhibition of therapy. Low impedance was also noted and the physician suspected that the leads insulation had been damaged. It was explanted and replaced.

Manufacturer narrative:
Final analysis found lead damage consistent with clavicular crush. Insulation damage was noted at 22.0cm from the connector pin. A short circuit was also noted at the same location.